Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for a routine generator change procedure. Upon review, the right ventricular lead exhibited elevated capture thresholds, low pacing impedance, and reduced r-wave amplitudes. No intervention was performed and the lead was connected to the new generator. The patient experienced no adverse consequences.